Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error. The caller removed the battery to clear the alarm with no results. The blood glucose reading was 250mg/dl. The caller stated that she was wearing in the bra and was walking around. The customer tested her glucose and attempted to give insulin, but it froze. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads and cracked reservoir tube lip.